Event description:
Nurse was inserting PICC line in arm of premature infant. During insertion the catheter snapped apart and a portion of the catheter remained in the vein between the antecubital area and the shoulder. This was approximately 5 cm in length. The baby had to be transferred to a pediatric hospital for an interventional radiology procedure to retrieve the broken portion of the catheter which had migrated further into the vascular system.